Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported cuff miss/suture retrieval issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: the interventional procedure was a percutaneous endovascular aneurysm repair. Access site was a common femoral artery. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in an unspecified vessel using the pre-close technique prior to an unspecified procedure. Reportedly, the needle did not engage the cuff (misfired device). An additional proglide device was used for successful suture placement using the pre-close technique. The procedure was completed and hemostasis was achieved using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.